Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset resulting in high blood glucose values of 400 mg/dl. The patient changed the infusion set several times, but the issue persits. Only with a new box of infusion sets, the problem could be solved.